Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to the device, but, according to the reporter, when the device was powered up, it powered down and would not power back up. A backup device was immediately used and no adverse effects to the pt were reported as a result of the alleged malfunction.